Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump and was unable to clear it. Customer stated that she had a button error alarm yesterday, but was able to clear it. Customer also stated that she had the pump in her bra yesterday. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device was received with cracked case at the display window corners and reservoir tube, and minor scratched display window.